Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using application [samsung galaxy a52, android 13, 2.10.1.10406]. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with google pixel 4a with android operating system version 13, app version 2101. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia. The customer was provided oral glucose gel for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with google pixel 4a with android operating system version 13. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia. The customer was provided oral glucose gel for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained.the device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.